Event description:
Event description initial testing of this ventak mini implantable cardioverter defibrillator (ICD) by cpi, found that it did not meet initial longevity expectations. There were no allegations against the device at the time of explant.